Manufacturer narrative:
No motor error alarm could be verified due to a constant prompt to rewind the motor. The functional tests could not be performed due to the rewind anomaly. The insulin pump had a constant prompt to rewind the motor due to a jammed gearbox. The insulin pump had a cracked display window, a cracked case at the display window corner, a cracked reservoir tube lip, cracked reservoir tube window, a cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error twice during basal. Customer's blood glucose was 352 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.